Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: "clinical outcome of spinal reconstruction after total en bloc spondylectomy at 3 or more levels katsuhito yoshioka , md , * hideki murakami , md , * satoru demura , md , * satoshi kato , md , * norio kawahara , md , ¿ katsuro tomita , md , * and hiroyuki tsuchiya , md * spine volume 38 , number 24 , pp e1511 - e1516". This is retrospective study. To assess the clinical and radiological outcome of spinal reconstruction after total en bloc spondylectomy (tes) at 3 or more levels. The following complications were reported as follows: 11 cases of cage subsidence, 1 one case rod fractures. Moss miami products were used as a part of this study. A copy of the literature article is being submitted with this medwatch.